Event description:
The dentist reported that this abutment screw fractured. After several unsuccessful attempts to remove the screw, the implant had to be removed.

Manufacturer narrative:
The reported event cannot be verified as product has not been returned for review. Radiographs for this event have also not been provided for review. Since no lot number for the abutment screw iunihg certain® titanium hexed screw was provided, the device history record review has been completed on the implant only. Review of the implant device history record for the lot associated with this event did not provide any indication of a manufacturing deviation that would contribute to this event.